Event description:
Related manufacturer report number: (B)(4). It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the device exchange procedure, it was noted the rv lead was unable to be removed from the device header. The patient was in stable condition.

Manufacturer narrative:
The reported event of the ventricular lead could not be detached from the pacemaker was confirmed. Analysis revealed the user of the torque wrench stripped the v-setscrew inset. After the setscrew inset is stripped the torque wrench can no longer engage the setscrew to untighten it to release the lead. Special tools were used to engage the setscrew to untighten it with normal force. The lead could then be normally removed from the connector. Incorrect wrench insertions by the user were the cause of the problem. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).